Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The investigation has been performed and pump logs found occlusion alarms; however, investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high (400s mg/dl); cause was not known, ketones were present. Customer went to the emergency room for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin. After 4 hours, customer left ER. Elevated bg/dka were resolved and customer felt better. Customer was using admelog insulin. Tandem technical support informed customer that admelog was not labeled for use with the pump. Reportedly, customer discussed event with event with tandem clinical team.